Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. The customer's blood glucose (bg) level was above 300 mg/dl with small ketones; the customer did not know if bg was over 500 mg/dl. Cause of elevated bg was unknown. Bg was treated using correction bolus via the pump. The customer reverted to manual injections for alternate insulin therapy.